Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent surgery for femoral subtrochanteric fractures by using tfna implants. On an unknown date post-surgery, it was confirmed that the tfna nail was broken at the part where the blade was inserted. It was reported that the breakage may have been caused by bone nonunion. On (B)(6) 2020, the patient underwent the revision surgery. In the revision surgery, the broken nail was removed and a natural nail was implanted. There is no further information available. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1); unknown end cap (part # unknown, lot # unknown, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 12mm/130 deg ti cann tfna 320mm/left-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: complaint is confirmed as we are able to confirm complaint description (broken nail) based on the received pictures. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.